Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a leaking transfer set. The patient stated that the area above the transfer set on the catheter tube was leaking. This occurred during dwell one of five of peritoneal dialysis therapy. The patient stated they disconnected from the homechoice, closed the transfer set, and closed the clamps on the cassette lines. There was no patient injury or medical intervention associated with this event. No additional information is available.